Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user had insufficient permissions. The technical support specialist clarified that the user could add the item to the issue if the witness has been properly set up. Due to staff turnover, the user may not have had administrative access and will need to re-confirm the on-site contacts to ensure they have facility admin access, which is necessary for adding new users. The system functioned as intended after the technical support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The customer reported that the nurse encountered an issue due to a lack of administrative access while attempting to administer medication to the patient. There were no adverse events or injuries reported based on this incident.